Event description:
It was reported that during an angioplasty procedure for the treatment of placenta previa via femoral artery, the pta balloon was difficult to remove from the vascular sheath and it was found to be degummed. It was further reported that balloon and sheath were removed together as a unit. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiry date: 03/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the atlas gold catheter which is noted to to have a break at the distal end of the balloon with the guidewire lumen exposed. The catheter is also noted to be stuck in the introducer sheath. No other anomalies noted. Therefore, the investigation is confirmed for the reported difficult to remove as the catheter is noted to be stuck in the introducer sheath from the provided photo. The investigation is also confirmed for the reported break as a break is noted on the catheter at the distal end of the balloon with the guidewire lumen exposed from the provided photo. A definitive root cause for the alleged difficult to remove and break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during an angioplasty procedure to treat placenta previa via femoral artery, the pta balloon was allegedly difficult to remove from the sheath. It was further reported that the balloon and sheath were removed together as unit. Reportedly, one end of the balloon fell off. There was no reported patient injury.